Event description:
The vigilance responsible of the customer reported via fax that: "a pt revision surgery of right hip on (B)(6) 1994 in which were implanted the products involved due to aseptic loosening. On (B)(6) 2012, the pt underwent another revision surgery due to loosening and replacement of the cementless acetabular component. Duration of the procedure: approx 2 hours.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.